Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault while in the operating room for implant. The coordinator exchanged the backup battery for a new one.

Manufacturer narrative:
D9: date returned to manufacturer, updated. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(6)). The battery was returned unremarkable condition. The backup battery was connected to a test system controller, system monitor, and power module, and a backup battery fault was active, confirming the reported event. The outer casing of the backup battery was removed to inspect the battery¿s internal components. Circuit analysis performed on the battery revealed an atypical lcs_ctrl voltage output; this output corresponds to pin 9 on the backup battery. Further analysis of the battery revealed that component d52 (zener diode) was shorted from pin 2 to pin 3, resulting in the lcs_ctrl signal shorting to ground. This resulted in the backup battery fault alarm being active on the controller. Provided information states the backup battery was exchanged for a new backup battery. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller serial number was not provided and was not returned for further analysis. The root cause of the reported event was determined to be a damaged circuit board component on the backup battery; however, the cause of how it became damaged could not be conclusively determined through this analysis. A manufacturing analysis task was opened under to further investigate this issue. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 13aug2024 under batch 10470653 through material number 600272977. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported through user facility report #(B)(4) that the patients controller was exchanged for the backup. The coordinator then exchanged ebb(sy205670) in the controller that alarmed.